Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was open and would not fully close. The field service engineer found it to be appeared that one side of the rail was extremely loose. The fse inspected the rear of the drawer, found that the bearing cage on one slide rail had released ball bearings and was crushed against the back of the drawer. The fse examined the other slide rail for potential replacement but found it to be sound. So, removed and replaced the damaged rail, and inspected the opposite rail, which was found to be intact. The fse tightened all related screws on the latch catch and mount, reinserted and reconnected the drawer. The fse tested the drawers in the hardware test application to verify the performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was off from the rail and failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event